Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant the physician attempted to implant the lead but it fell out of the atrium. Several unsuccessful attempts to reposition were performed. The helix would not fixate into the myocardium. When the lead was removed it was noticed that a small piece of tissue had lodged in the helix. The lead was successfully replaced with a new lead. The patient was stable before, during, and after the procedure.